Event description:
Customer reported lipids were infusing and pump displayed an air-in-line alarm. The door was opened and nurse did not see any air. Nurse attempted to take the tubing out of the pump by pulling the syringe straight out when tubing broke on the piece that was screwed into the lipid syringe. No pt harm reported. Although requested, no further pt/event info was available.

Manufacturer narrative:
(B) (4). The customer's experience of a broken set was confirmed. The root cause of the reported issue was identified as insufficient solvent applied to the upper fitment to spike engagement point during the mfg process. The mfg database was reviewed; no quality issues were noted during production build for the involved lot.